Manufacturer narrative:
There was no patient involvement. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4). Manufacturing date: 06 february 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported when trying to cut the zipfix implant by using the lever on the device, the cutting tip rasps over the implant. When it cuts, the cut is not clean or low profile. It cuts off too high so that the shortened side of the implant is rising from the surface and the cut is raspy instead of smooth. There was no specific patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Report was initially submitted on 26 october 2015 but the FDA site was down. Advised by FDA on 02 december 2015 to resubmit medwatch. A manufacturing evaluation was completed: received one article zip-fix instrument 03.501.080 for manufacturing investigation. The instrument has no visible damage. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. The function of the zip-fix instrument has been tested by the assembly department in accordance to instruction. The result of our functional tests has shown that the instrument is working in accordance to our test instruction. The cutting of the sternum zipfix demo sample has been tested without any malfunction as described at the complaint description. Therefore we cannot confirm that the instrument has a problem with cutting the sternum zipfix implants. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.